Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. A visual inspection was performed and no defects were noted. A dimensional inspection was performed on four companion samples using a digital caliper cd-6¿cs cfr-1720. The dimensional inspection was performed according to specifications, with acceptable results. In addition, a taper test was made to four companion samples using a force gauge fdl100 cfr-1189 and female conical fitting iso 594/1:1986(e) fig 3c ansi taper ie0278; force applied according to international standard iso 594/1-1986 (e) 1.1 lb (5n). The samples were found acceptable. A simulated use test was performed to four companion samples. During test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In conclusion, the companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, no issues were detected.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during fill 4 of 4. The patient found fluid leaking from the adaptor between the liberty set and a baxter extraneal dialysis solution bag. The connection had become loose. The fluid leak was allowing air into the line. Treatment was discontinued. The adaptor in use was discarded. During follow up the patient's nurse reported that the patient had not had any adverse event related to the leak and no signs of infection. The patient was prescribed prophylactic antibiotic 1.5 g vancomycin and ceftazidime 1g. The patient's technique was reviewed and he was tightening the connection adequately.